Event description:
The customer observed falsely elevated magnesium results generated on the architect c8000 processing module for one sample. The following data was provided (reference range: 1.60 to 2.60 mg/dl): sid (B)(6) initial result = 6.62 mg/dl, repeat = 2.32 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c8000 processing module for one sample. The following data was provided (reference range: 1.60 to 2.60 mg/dl): sid (B)(6) initial result = 6.62 mg/dl, repeat = 2.32 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The customer inspected the analyzer and observed residue on the cuvette tops and requested service. The field service representative (fsr) inspected the analyzer, manually cleaned the cuvettes and water bath which resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6), as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c8000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the water bath did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c8000 processing module for serial (B)(6) or the water bath was identified.